Event description:
A report was received that the patient was experiencing excruciating pain at the ipg site. The patient was prescribed antibiotics. The physician did not suspect infection. The patient was doing well.